Manufacturer narrative:
The initial MDR 2517506-2017-00132 was filed on february 17, 2017. Additional information (03/30/2017): a siemens headquarter support center (hsc) specialist reviewed the instrument data and could not determine the cause of the event. No other samples were involved, and the customer continued to run samples on the analyzer and has had no other incidents related to this issue. No maintenance was performed on the instrument for this issue and service was not dispatched per customer request. Hsc determined there was no indication of reagent delivery issues based on result monitors. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality control (qc) was within range when the event occurred. The cause for the falsely, low ecrea result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The patient was redrawn hours later and the sample was tested on the same instrument, resulting higher. The original sample was then repeated on the same dimension vista instrument, resulting higher and matching the redraw result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.